Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report: 1627487-2012-10020. The pt received the scs system which includes two leads from different lots. It was reported invalid contacts were identified on the right lead. Stimulation cannot be felt on the pt's right side. A c-arm was used to view lead connections and placement with no anomalies noted. Reprogramming did not resolve the issue. Surgical intervention will be undertaken at a later date to address this issue. The MFR is unable to identify the lot number for the referenced lead; therefore, two reports will be submitted.